Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during implantation of a olecranon plate, three (3) proximal 2.7mm va locking screws could not be fully torqued off when using 1.2nm torque limiter. The 1.2nm torque limiter is believed to be functional as other screws were able torque off audibly. One of the three screws were reapplied and successfully torqued off. Two screws could not be torqued off even when reapplied and manually seated into the 2.7mm locking hole without an audible torque. Drill guides were utilized - va cone guide was used, correctly seated into va hole. Drill angle trajectory was observed to be well within the 15 degree cone, as the drill was not even in contact with the cone guide for all 3 screws of question. Scrub nurse assured drill was wiped between passes. First screw that was not able to be torqued off was noticed to be spinning upon itself when utilizing a hand screwdriver with and without a torque limiter attached, indicating that plate/screw connection may have been stripped. Surgical team decided to leave the screw as is, flush on the plate. A <5mm strip of metal was taken from the underside of the plate and removed off the sterile field. The suggestion of removal and trying another plate was denied due to surgical time and loss of reduction. The procedure was successfully completed with no surgical delay and no patient consequence.